Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 290 units of insulin during the load process. Contact then reloaded the cartridge, but received an inaccurate fill estimate. Contact also reported that the pump's time was lagging behind despite customer correcting the time on multiple occasions. Reportedly, blood glucose (bg) level was greater than 600 (mg/dl) following the fill estimate and minimum fill issues. The contact used manual injections to stabilize bg level. The customer's bg level was not impacted by the time issue. Tandem technical support reviewed t:conneect data and found that the cartridge ran out of insulin and the user did not change the cartridge for over 6 hours, which lead to the customer being without basal insulin for an extended period of time.